Event description:
Pt was implanted with subject plate and screws on (B)(6) 2011 during a mandible resection. The plate broke on (B)(6) 2012 and pt was returned to the operating room on (B)(6) 2012 for removal of broken plate and revision to a locking reconstruction plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history review has been requested.